Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number and product code. Were there any patient consequences? According to the feedback of the sales, all answers above are unobtainable.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number and product code. Were there any patient consequences?

Event description:
It was reported that a patient underwent an open reduction and internal fixation procedure on (B)(6) 2021 and suture was used. When sewing the incision with the suture, the suture broke. Another suture was replaced immediately to complete the suture. No adverse patient consequences were reported. Additional information was requested